Manufacturer narrative:
During inspection and testing, rust was found on the shaft of the coupler. A review of the device history record found no deviations that could have caused or contributed to the reported event. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported issue could not be identified. The device was returned to olympus and the customer¿s complaint (damaged connectors) was confirmed and most likely caused by a cracked connector. During inspection and testing the following was also found: the leak test failed due to the cracked connector, a grinding noise was observed, and the serial plate is faded. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Per the instruction manual: be careful not to scratch the camera cable with a sharp-tipped instrument. Be careful not to scratch the camera cable with a sharp-tipped instrument. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during the procedure they found that the camera port connectors were damaged. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: rust has occurred on the shaft of the coupler. This report is being submitted for the malfunction found during evaluation (rust on the coupler).